Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-4316, lot #: 16071237, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms include redness and pus. The physician believed that the infection was procedure related. The patient was prescribed antibiotics. The patient underwent an explant procedure and was reportedly doing well postoperatively.